Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. The following information was requested, but unavailable: please clarify the exact number of cases that experienced problems. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Relevant patient history? Any concurrent use of other products? Product code and lot #? What was the intended use of the surgicel? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? Has any surgical or medical intervention been performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative bleeding and/or infection? What is the patient¿s current status? If applicable, will product be returned, return date, tracking information? Is the surgeon experienced with this product?

Event description:
It was reported that a patient underwent a parotid surgery roughly about 2 months ago and an absorbable hemostat was used. The patient ended up with an infection. The wound became inflamed, opened up and the surgeon described a black gelatinous mass coming out. The patient was treated with IV antibiotics and had to be brought back to the theatre once the infection was under control to clean and reclose the wound. Additional information was requested.